Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system cat rx aspiration catheter and a non-penumbra introducer sheath. During the procedure, the physician advanced the catrx through the introducer sheath down the patient¿s left superficial femoral artery (sfa) and into the target vessel. Next, the clot was aspirated out using the penumbra system aspiration pump max (pump max). While removing the catrx, the physician experienced resistance once the catrx got to the tip of the introducer sheath and continued to pull. Upon removal of the catrx, the physician noticed that part of the catrx was broken off and remained inside the patient. An x-ray was performed and was verified that the broken piece of the catrx was just outside the tip of the introducer sheath. A snare device was deployed and the broken piece of catrx was retrieved intact. The procedure was completed using a new catrx and new sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the MFR report number 3005168196-2020-00129 was inadvertently used and does not belong to the current follow up report. The correct MFR report number which corresponds to the follow up MDR #1 is 3005168196-2020-00144. Results: the catrx was bent from approximately 90.0 ¿ 114.5 cm from the hub. The device was fractured approximately 120.0 cm from the hub. The device was stretched on either side of the fracture from approximately 117.0 ¿ 131.5 cm from the hub. The distal fractured segment was kinked at the distal end of the stretched region approximately 131.5 cm from the hub. The guidewire lumen was damaged from its proximal end to the distal most stretch approximately 131.5 cm from the hub. The total length of the catrx was approximately 156.5 cm. Conclusions: evaluation of the returned catrx confirmed a fracture. Stretching was noted on either side of the fracture. This indicates the fracture was likely a result of the forceful retraction against resistance indicated in the complaint report. Further evaluation also revealed a kink distal to the fracture and stretching. This indicates the distal fracture portion may have become stuck during retraction and likely contributed to the resistance experienced during the procedure. This may occur as a result of interaction with the patient anatomy and other devices being used in the procedure. Further evaluation revealed bends on the midshaft. These bends were likely incidental to the reported complaint. The non-penumbra sheath identified in the complaint was not returned. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.